Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. The complaint could not be confirmed and root cause is undetermined.

Event description:
It was reported that an unspecified number of 18g x 1.16in (1.3 x 30 mm) insyte autoguard experienced an inability for the catheter adaptor/hub/connector to connect with the mating component. The following information was provided by the initial reporter: unable to screw the q syte on the catheter. Problem at the tip of the catheter. Ablation of the catheter and placement of a new opposite limb.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 18g x 1.16in (1.3 x 30 mm) insyte autoguard experienced an inability for the catheter adaptor/hub/connector to connect with the mating component. The following information was provided by the initial reporter: unable to screw the q syte on the catheter. Problem at the tip of the catheter. Ablation of the catheter and placement of a new opposite limb.